Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Although no device related issues were reported, thrombus was confirmed in the evaluation of the returned lvad pump. The pump was returned assembled with the driveline cut approximately 2.5" from the pump housing nd the severed portion of the line was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft was returned attached to the outlet elbow. The outflow graft bend relief was returned attached, properly secured with a bend relief collar. The outlet elbow was returned, attached to the pump outlet port. The proximal-side of the inlet stator revealed no evidence of deposition in the pump. The distal-side of the outlet stator revealed evidence of deposition in the pump. Examination of the sealed inflow conduit revealed a strongly adhered deposition situated on the proximal opening of the inlet tube. Although specific cause for its development could not be conclusively determined, the deposition appeared to have developed in this location; however, the deposition would not have likely occluded the flow of blood through the pump, and would not have contributed to any functional issues. Loosely seated depositions were present in the outlet stator. The depositions were not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet bearing cup. Although their origins and a duration in which there were present in pump cannot be conclusively determined, the depositions did not appear to have originated in this location. Examination of the remaining pump blood-contacting surfaces revealed no evidence of deposition. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities related to wear were found. The pump was cleaned, reassembled and functionality tested under loading conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the bio-med that the patient was on the transplant list. The patient received the transplant on (B)(6) 2014 and the lvad pump was explanted. During the investigation of the returned lvad pump, the manufacturer, noted a small non-laminated deposition in the outlet stator.